Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Product not returned.

Event description:
Doctor reported the implant fell to the floor during the procedure. The implant was hold to the driver and it fell down. Doctor was able to finish the procedure using other implant with the same driver.